Event description:
The customer originally returned their endoeye flex deflectable videoscope due to the image intermittently turning a white color when connected. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that a short-circuit of the image sensor cable was causing no image to appear at all. This report is being submitted to capture the lack of image produced during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted in event, during the initial evaluation, a malfunction was causing the screen to go blank and produce no image. Additionally, it was noted that the curved rubber adhesive was missing and the curved part of the unit was not securely fastened. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the cause of the reported event is likely due to a defective image sensor unit or failure of internal board of video connector unit or the system caused the event. Olympus will continue to monitor field performance for this device.